Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was formatted and the software, configuration and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's directory had mixed up images. No pt injury was reported.